Event description:
Routine elective circumcision being preformed with 1.45 cm gomco clamp. Clamp appeared to remain loose over end of penis. After procedure area of bleeding noted requiring a stitch. Gomco clamp removed from service.